Event description:
General report received of an unspecified number of undocumented incidents of the silicone sleeve of the clave ports remaining in the depressed position. The primary tubing sets were being used to deliver unspecified maintenance solutions, at unspecified rates, via plum pumps. At unspecified times, the male adapter of unspecified secondary tubing sets were connected to the clave secondary port on the cassette of the tubing sets for the piggyback deliveries of unspecified antibiotics. It was reported that after the deliveries were complete, the nurses disconnected the male adapter of the secondary tubing sets from the clave secondary ports. The customer contact reported that the male adapter of the needleless valve connector of secondary tubing sets were connected to the clave secondary port of the cassette of the primary tubing sets for piggyback deliveries of unspecified chemotherapeutic agents. It was reported that 3 different chemotherapeutic agents were to be subsequently delivered to each patient. It was reported that each chemotherapeutic agent was to be delivered with a new secondary tubing set. After unspecified lengths of time, the customer contact reported that the pumps alarmed for unspecified occlusion alarms. At these times, the customer contact reported that nurses backprimed the pumps to clear the occlusion. It was reported that when the nurses could not clear the occlusion alarms, the nurses disconnected the needleless valve connectors from the clave secondary ports and the silicone sleeves of the clave secondary ports remained in the depressed positions. The primary tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects and no reported delays in therapy critical to these patients. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.